Event description:
Dentist reported that an abutment attached to an endure implant broke at thread level and he has not been able to remove the abutment from the implant; thus the endure implant will need to be surgically removed via trephining. The date of the removal has not yet been established. Additionally, a second abutment in this same pt broke; however, in this case, the abutment was able to be removed without requiring replacement of the implant. The two implants in this case were used to support a bridge and the pt noted that the bridge had become loose. The reporting dentist is not the individual who had initially placed the implants, so info on the dates of placement were not available.

Manufacturer narrative:
Evaluation methods, results and conclusions: two abutment samples were returned for analysis. Both samples were fractured where the threads begin. The samples were in specification including the cross-sectional diameter at the point of fracture for both samples. The fracture surface is smooth with no indication of torsional failure suggesting failure is due to cantilever overloading.